Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button stayed 'pressed in' after it was released and was hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Vfollow-up # 1 date of submission 04/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:a visual inspection of the pump showed that the keypad cover was worn; however no tearing or peeling was evident. During testing, the contrast button was unresponsive; all other buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.